Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation as the system was autoreducing on one lead. Diagnostics revealed high impedances across all contacts on the t12 lead. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14332. Additional information received stated that the patient underwent surgical intervention wherein both the t12 and s1 leads were explanted and removed. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report.